Event description:
Customer did a blood glucose comparison. Lab result was 125mg/dl and device result was 195mg/dl. Customer states that controls were in range. A request was made for the return of the suspect device and replace product was sent.